Event description:
It was reported that the patient underwent a surgical procedure to remove this artificial urinary sphincter (aus) due to a hole in the cuff component. The existing device was explanted and replaced with a new aus. The physician tested the cuff after removal and confirmed a leak through a hole. No patient complications were reported.